Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve (ID: 828810pl) was implanted on (B)(6) 2024 due to a known congenital defect while infant was in utero. On (B)(6) 2025, the patient had an MRI. The valve was previously set at setting 4 from the last appointment. After the fast MRI the setting was at 2. The valve could not be reprogrammed back to any setting after the MRI so on (B)(6) 2025, the decision was made to remove and replace the certas valve.

Manufacturer narrative:
Updated fields: short description, a1, d4, d9, g3, g6, h2, h3, h11. Failure analysis: failure analysis - the position of the cam when the valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve was irrigated: no occlusion noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. The valve functions. Root cause analysis: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to improper handling of the device, at the time of investigation no programming issue was noted or could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.